Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event.

Event description:
It was reported to philips that while treating a patient in cardiac arrest, the device failed to provide an etco2 reading. The patient's presenting rhythm was asystolic. The patient's rhythm changed to vfib after given epi. The patient was shocked a total of 7 times. The patient was transported to the hospital and pronounced in the ER. There was no allegation that device behavior impacted patient outcome. The crew stated that patient care was not impacted or delayed.

Manufacturer narrative:
The patient's presenting rhythm was asystolic. The patient's rhythm changed to vfib after given epi. A second device was used to treat the patient. The patient was shocked a total of 7 times. The patient was transported to the hospital and pronounced in the ER. There was no allegation that device behavior impacted patient outcome. The crew stated that patient care was not impacted or delayed. The device was evaluated by a philips field service engineer (fse) and the reported symptom was reproduced. The issue was isolated to the etco2 module. The etco2 module was replaced to resolve the issue. The device passed all performance assurance testing and was placed back into use.